Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (80313u245) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the second mitraclip that was diving medial. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was being prepared when it was noted that it would not close. Troubleshooting steps were performed, but it would not close; this device was not used in the patient. Another mitraclip was prepared and inserted into the tortuous anatomy and the rotated heart. A 90 degrees of m (medial) knob were applied to reach the valve, but then it was noted to be diving medial and had a set in the shaft. This mitraclip was removed. Outside the anatomy, the shaft still had a curve. The procedure continued with successful implantation of two mitraclips, reducing mr to grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The reported shaft bend and difficult to position appear to be related to patient morphology/pathology (tortuous anatomy and rotated heart). There is no indication of a product quality issue with respect to manufacture, design or labeling.